Event description:
It was reported that this pacemaker exhibited t-wave oversensing and low intrinsic amplitude. Technical services (ts) was consulted and provided reprogramming recommendations and adjustments to sensitivity settings. No adverse patient effects were reported. This pacemaker remains in service.